Manufacturer narrative:
The device was returned for analysis. The reported ¿device was attempted to be flushed prior to the procedure and there was no obvious flow from the marker lumen¿ was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2423 and patient code 2199 removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the proglide device was not used. On flushing the marker lumen of the proglide prior to use, there was no obvious saline prior to the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath, after an interventional procedure for peripheral arterial occlusive disease. Reportedly, when the proglide device was used, there was no obvious flow from the marker lumen. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.